Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Manufacturer narrative:
The device was returned for evaluation. Visual and optical inspection confirms the tip is not broken; approximately ~3 mm of the tip has been worn, with the last ~1mm of the tip plastically deformed, with minute pieces missing.

Event description:
It was reported that the tip was broken. No patient complications were reported.